Manufacturer narrative:
The customer reported ¿tubing separated during priming above the safety clamp on 2 separate occasions within a 24 hour period". Received from the customer was one used primary set model 2420-0007 lot 20033359. Received were eighty one new in sealed package primary sets model 2420-0007 lot 20033359. The used primary set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set was separated at the engagement between the lower fitment (p/n tc10006063) and the pvc tubing (p/n tc10011704). Traces of clear liquid was observed in the set's drip chamber and tubing. No other abnormalities were observed on the set during visual inspection. The eighty one new sealed in package sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Each sets¿ tubing was tugged and it was observed that seven sets separated at the engagement between the lower fitment and the pvc tubing. Further visual inspection of all eight separated sets¿ tubing using a microscope observed insufficient solvent on the tubing. Functional testing was not performed due to the separated tubing and the obvious leak that would occur. A dimensional analysis was performed on all the separated tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area. The outside diameter of the tubing measured ranging between 0.163¿ and 0.165¿, within the specification of 0.164" +/- 0.003. The inside diameter of the tubing measured ranging between 0.118¿ and 0.119¿, within the specification of 0.118¿ +/- 0.003¿. The overall tubing shape was observed to be correct (circular). A dimensional analysis was performed on all the separated sets¿ lower fitment. The inside diameter of the top of the tubing insertion area measured ranging between 0.165¿ and 0.167¿, within the specification of 0.166" +/- 0.005. Tapering down to a measurement ranging between 0.054¿ to 0.055, within the specification of 0.153¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on 24-sep-20). Calipers, eq02784, calibration due date: 19-dec-20. Pin gauges, eq08349, calibration due date: 14-jul-21. Optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2420-0007 lot 20033359 was performed. The search showed a total of (B)(4) units in 1 lot were built on 26 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of tubing separated during priming above the safety clamp was confirmed on the one used primary set and seven of the new sealed in package primary sets model 2420-0007. Visual inspection observed the separation to be at the engagement between the lower fitment and pvc tubing. The separated sets¿ lower fitment outlet port and pvc tubing were measured and were within specifications. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr (B)(4) ) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated on 82 occasions. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20033359. It was reported that tubing separated during priming above the safety clamp on 2 separate occasions within a 24 hour period. Additional information (customer response) 18-aug-2020: can you provide a description of the event? The IV tubing was snapped off (in half) at the point where the IV tubing meets. What was the date and time of the event? July 27th. If patient involvement; was there any effect on the patient from the event? Issue occurred in both instances while rn was priming IV tubing with medication. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay in initiating medication to prime another IV line (and medication waste on floor). Exposure to blood/bodily fluid/IV solution? If yes, please explain: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated on 82 occasions. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20033359. It was reported that tubing separated during priming above the safety clamp on 2 separate occasions within a 24 hour period. Additional information (customer response) 18-aug-2020: can you provide a description of the event? The IV tubing was snapped off (in half) at the point where the IV tubing meets. What was the date and time of the event? (B)(6). If patient involvement; was there any effect on the patient from the event? Issue occurred in both instances while rn was priming IV tubing with medication. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay in initiating medication to prime another IV line (and medication waste on floor). Exposure to blood/bodily fluid/IV solution? If yes, please explain: no.